Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited myopotential oversensing on the right ventricular shock and pace channels. Boston scientific technical services (ts) observed associated pacing inhibition with asystole of 4.5 seconds on a specific store episode from approximately one month earlier. Ts discussed performing isometric and pocket manipulation testing with the healthcare provider (hcp) and the hcp indicated they were unable to reproduce the issue. Ts also discussed having the patient bear down and performing valsalva maneuver testing as well as positional testing. The hcp asked about simply decreasing sensitivity programming and ts discussed that there is a tradeoff between myopotential oversensing and possible undersensing of ventricular fibrillation. The device remains in-service. No additional adverse patient effects were reported.